Event description:
Co received an implant form which indicated that this bipolar lead was removed from service because of a "lead insulation failure." The form indicated that the lead impedance varied by 150 ohms. Total implant time: 21 mo.